Event description:
Clinical rationale: an impella cp device was inserted into the right axillary/subclavian artery in a 29-year-old male patient presenting in cardiomyopathy, in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), blood was dripping/leaking from the red impella plug. The purge was unable to achieve adequate pressure. The purge was switched to g20, which resolved the issue. The purge pressure (pp) was above 300mmhg. It was noted that the leak from the impella plug resolved without any intervention. More than a week after impella insertion, there was a pump stop. The pump was unable to be restarted. The impella was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.5l/min as intended. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
B5 clinical narrative and health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code were updates/corrected. Additional information received for d6 explant. Report has been updated from malfunction to serious injury.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient had been implanted with an impella cp device for mechanical circulatory support. Blood was observed dripping from the red impella plug, and the purge system was unable to achieve adequate purge pressure. Upon arrival at the hospital, the bleeding from the plug had ceased. Following the switch to g20, the desired result was achieved and the purge pressure increased to above 300 mmhg. In consultation with the physicians on site, a decision was made not to replace the pump.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump stop: the cause of the pump stop issue was related to biomaterial buildup due to the hole in the purge lumen at the 35 cm mark, which allowed purge leakage inside the catheter and reached the red handle and allowed biomaterial build up into the motor gap in the absence of purge fluid. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Fluid leak - red or blue handle/plug/minor bleed: the cause of the fluid leak at the red plug was related to a hole in the catheter and purge lumen found at the 35 cm mark. Purge pressure low: the cause of the purge pressure low issue was most likely related to a damaged purge lumen at the 35 cm mark. E4 was inadvertently omitted on the initial manufacturer device report.